Event description:
It is reported that the pt underwent a revision surgery due to pain and fluid collection noticed on MRI scan. Implants positioned well. Notable corrosion on the cpt stem and durom cup were noticed and implants were easy to remove. This report deals with the durom acetabular component and the cpt stem will be recorded separately. The pt was originally operated on his left him in 2008 at an unk date and was revised on (B)(6) 2013.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issue for which zimmer implemented a correction in 07/2008. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).